Event description:
Literature reviewed: salvage of failing abdominal aortic aneurysm repairs with fenestrated endovascular aortic repair. Rohan basu, md et al. Annals of vascular surgery, vol 121. Published online 14 august 2025. This literature was about a study that evaluated outcomes of re-operative fenestrated endovascular aortic repair using the zenith fenestrated (zfen, cook medical) platform for salvage of failing open or endovascular aortic repairs, with adjunctive use of gore® viabahn® vbx endoprosthesis (vbx device) and non-gore devices such as icast stents. A total of 153 patients underwent fenestrated evar, including 20 undergoing re-operative fevar for failed prior reconstructions and 133 undergoing primary fevar, with indications including type ia endoleak in 9 cases and proximal aneurysmal degeneration in 11 cases. Procedures involved standard fenestrated evar with visceral and renal artery stenting, and outcomes were assessed retrospectively from january 2012 through august 2019 with follow-up to 60 months. Technical success was achieved in 19 of 20 re-operative cases and 130 of 133 primary cases. Two visceral stent thromboses occurred in the re-operative cohort, including one asymptomatic thrombosis in a superior mesenteric artery with a vbx device that did not require intervention and one thrombosis in an inferior mesenteric artery non-gore stent; neither required reintervention. The complications were listed without device-specific information. The article did not specify how many vbx devices were used.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Literature reviewed: salvage of failing abdominal aortic aneurysm repairs with fenestrated endovascular aortic repair. Rohan basu, md et al. Annals of vascular surgery, vol 121. Published online 14 august 2025. B3 - publication date was used as event date. H6 - code c20: corresponding author / complainant was contacted multiples time for details. No response was received. Therefore, no investigation could be conducted. H6 - code d12: the IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.